Event description:
It was reported to philips that the azurion system did not make x-rays. Multiple reboots did not resolve the issue. The device was inside of clinical use at the time of the reported event and the patient was moved to another room. No harm was reported to philips. As per the field service engineer, the x-ray tube was faulty. The field service engineer inspected the system onsite and after the replacement of the tube, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a vascular planned treatment was performed when the issue happened. The procedure was aborted. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and found that system did not make xray. After reviewing log file fse found tube failing and x ray tube is bad. Fse discovered that when changing the flex vision template, some images do not appear. The cause of the no x-ray available was confirmed determined by the supplier's part analysis as it show the tube failed with a vacuum leak. To resolve the issue fse replaced and calibrated x ray tube and software is reloaded on the flex vision pc, after the replacement of calibrated x ray tube, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.